Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope connector was leaky. Inspection and testing of the returned device found that there was a gap in the adhesive on the distal end. It was noted that a stain entered the lens through the gap. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to deformation of the scope connector. The position of the charge coupled device cable was limited for repair. The play of the up/down knob was out of standard value due to wear of the angle wire and the adhesive on the bending section rubber was detached. The universal cord had buckling and the scope cover plate was detached. The up/down knob had a scratch and the sheet holder had corrosion due to water leakage. It was also noted that the acoustic lens had damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap between the acoustic lens and ultrasound probe could not be determined. It is possible that the issue was caused by device handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.